Manufacturer narrative:
Customer reported that the device showed error message that the motor was not running. Both seals were both broken. Cracked top case corners, bottom case by l-bracket, both plunger cases and missing plunger case seal. Unable to duplicate mnr at occlusion test. Replaced worn gear and worn coupling as a preventative measure. Performed occlusion test, pm and all functional tests which passed.

Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced worm gear and worm coupling as a preventative measure. Performed occlusion test, preventative maintenance, and all functional tests which passed.